Event description:
It was reported that during a routine pulse generator changeout, the right atrial lead fractured and exhibited high impedance. The lead was capped and replaced. The patient was in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.